Event description:
Total left hip replacement with stryker trident ceramic components. I have audible squeaking, popping, and cracking sounds coming from my left hip. When the popping and cracking sounds occur, it feels as if my joint is going to slip out of the socket or disengage. The audible squeaking sound was periodic at first and now is a constant sound with almost every step I take. The popping and cracking is occasional, but has become more frequent in the last few months. In consulting with my doctor, the only solution to my problem would be revision surgery. A surgery that I thought I would never have to undergo again. I have a total hip replacement, but yet I cannot walk normally for fear of my joint disengaging or shattering as well as the loud squeaking sounds that I try to keep people from associating those sounds to me. Diagnosis or reason for use: severe osteoarthritis left hip.